Event description:
It was reported that during a lap hysterectomy, the device was not heating or sealing the tissue at all. Another hand piece and generator were used to complete the procedure. There was no adverse consequence to the patient reported. One device will be returned. No additional information was available.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. The device was returned in good visual condition. Functional testing was performed and found the device functioned as intended. The reported incident could not be replicated. No conclusion could be reached as to what may have caused the reported incident. Batch history review has been completed with no anomalies reported.